Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went into diabetic shock and began to have seizures due to hypoglycemia. The customer was already unconscious and may have been in a coma by the time paramedics arrived. The customer was taken to the hospital and passed away two days later. The cause of death was unknown at the time of the report. However, the medical doctor stated that the customer had pneumonia and may have aspirated. Nothing further was reported.